Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient conditions were noted.